Manufacturer narrative:
Mutoh t, ishikawa I, matsumoto y, chikuda m. Clinical ophthalmology 2010: 4 1189-1192. See mdrs 2020664-2010-00122 (disinfecting solution) and 2020664-2010-00123 (neutralizing solution) for pt #1.

Event description:
A literature article provided details regarding 9 cases of acanthamoeba keratitis. Two of the cases involved pts using consept quick disinfecting and neutralizing system. Pt 2 is a (B)(6), female, wearing frequent replacement contact lenses (2 weeks acuvue). Diagnosis was made by direct light microscopy of corneal specimens stained by the parker ink-potassium hydroxide method between (B)(6) 2006 and (B)(6) 2009. Pt occasionally wore lenses longer than recommended and washed the contact lens cases with tap water. Treatment consisted of topical antifungal eye drops (0.2% fluconazole, 0.1% micronazole, 0.1% micafungin sodium (one or two drugs), systemic antifungal therapy (oral itraconazole 200 mg/day) and surgical debridement one or twice weekly. This pt had 3 debridements performed. The article indicates initial visual acuity was 0.5 and final visual acuity was 1.2. See MDR 2020664-2010-00125 for device 2, neutralizing solution.